Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user and was trying out different basal rates to determine the basal rate that works best for the customer's diabetes management. Reportedly, the customer experienced a blood glucose (bg) level of 40 mg/dl. To treat the low bg, the customer consumed juice. Recommendation was made to consult with health care provider regarding diabetes management.